Event description:
It was reported that the display shuts down and the ECG trace is intermittent. Note 1: the initial reporter could not provide patient identifiers (item a1) for either of the two pts involved with the reported malfunction of this one device.

Manufacturer narrative:
Manufacturer's evaluation summary: it was reported that (1) the display shuts down and (2) the ECG trace is intermittent. (1) investigation found that a socket on the mother board would intermittently short due to a bent pin and a partly broken socket, but this would only occur when the device was subject to vibration. This socket holds the chipset that controls memory access, and the device will not function without it. It is unknown how the socket became broken and the pin became bent. Replacing the motherboard corrected the problem. (2) the intermittent ECG trace complaint could not be duplicated. As a precautionary action, the cable between the ECG preamp and the motherboard was replaced. The device subsequently passed all acceptance testing and was returned to the customer.